Event description:
It was reported a priming bolus was incorrectly performed. The priming bolus was stopped and reprogrammed. There was no therapy or medical problem reported. The drug being used in the pump was prialt (ziconotide). Additional information received reported "everything went fine" and the patient did "very well".

Manufacturer narrative:
Product ID 8780, serial# (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).